Manufacturer narrative:
The ck-mb stat reagent lot number was 844457 with an expiration date of 31-jul-2026. The troponin t hs stat reagent lot number was 869586 with an expiration date of 31-aug-2026. All qc was failing. The field service engineer (fse) checked the pinch tubes, and liquid level detection (lld) issues were identified. The pinch tubes and lld printed circuit board (pcb) mechanism were replaced. Afterward, all qc passed. The investigation determined that the issues found by the fse were the root cause of the event.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys ck-mb stat (ck-mb stat) and elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (rack system). Patient 1 initial ck-mb stat result was < 0.300 ng/ml with a data flag. The repeat result was 2.44 ng/ml. The initial troponin t hs stat result was < 3.00 pg/ml with a data flag. The repeat result was 5.81 pg/ml. Patient 2 initial ck-mb stat result was 0.479 ng/ml with a data flag. The repeat result was 3.60 ng/ml. The initial troponin t hs stat result was < 3.00 pg/ml with a data flag. The repeat result was 4.86 pg/ml.